Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lowering the right pocket. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 420cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation. The patient underwent removal and replacement with a 420cc mentor smooth round high profile prosthesis (catalog #: 3503420, serial #: (B)(4)) to lower the right pocket on (B)(6) 2021 . Upon explantation, the right-sided device was found to be deflated.

Manufacturer narrative:
On 7-may-2020, mentor received additional information regarding the patient¿s symptoms and additional surgical intervention. Right-sided deflation was suspected prior to the revision surgery. Upon explantation, the patient¿s surgeon noted that volume loss of the implant was from the valve since no leak was identified. The patient underwent an additional surgical intervention on (B)(6) 2020 for right-sided capsulorrhaphy. The implant was removed and re-implanted in the patient¿s right breast. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. Sterility, safety, and efficacy cannot be assured for damaged devices. On 21-may-2021, the suspected medical device was returned for evaluation. On 31-may-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned device, ¿no apparent damage or visual anomalies were observed. Leak testing was performed according to mentor procedure, and it identified a tear on the anterior view, measuring less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Per mentor IFU, mentor devices are intended for single use only and should not be reimplanted. The reuse of the product in this manner is off label use. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).